Event description:
The catheter was placed on march 24, 1997, for drug administration. Patient was released; however, went to ER routinely for drip. On april 10, 1997, patient experienced pain in her arm. Notified physician and he indicated to go to hospital on april 12, 1997, for drip. Afterward physician noted drugs had infiltrated at the antecubital fossa. The catheter was removed at that time.